Event description:
Healthcare professional reported valve was removed due to calcification, cuspal stiffening and pannus overgrowth. Aortic stenosis and coronary artery disease was noted prior to explant.